Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the surgical site in the area around the anchors. The patient was hospitalized and was provided IV antibiotics. The device was explanted. Follow up report indicated that the patient had recovered without sequelae.